Event description:
A remstar plus c-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the assembly. Additionally, the customer complaint was not confirmed, as a secondary findings insect infestation extreme dirt, moisture and error code was observed. The device was scrapped.